Event description:
It was reported patient was in the hospital last week prior to this call for about a week because ¿she was sick with nausea and vomiting for like 3 weeks before that and couldn¿t eat and was throwing up like crazy". It was noted that while she was in the hospital she had an EKG and a cat scan and was wondering if it could have affected her stimulation level by lowering the stimulation. It was indicated that it had not been working right. The night prior to this call ¿patient went to turn it up, normally it was at 3 or 3.2 but when she went to turn it up it was at 1.5v.¿ the patient moved it up to 3.0 again but stated that she had to wear depends again". The patient moved the stimulation "up to 3.2 at first but it had started to hurt a little bit and then moved it down to 3.0v. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va00n2r, implanted: (B)(6) 2012, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).